Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, one (1) fast-fix 360 curved devices were calibrated, but when they were fired, the peeks did not remain inside the meniscus. Both ts were removed using tweezers. The procedure was resumed, without any delay, using an equivalent s+n back-up. The patient's status is fine. No further complications were reported.